Manufacturer narrative:
The insulin pump had an a33 alarm during the prime/a33 test at 4 lbs due to faulty fsr (tin).

Event description:
Customer reported receiving an alarm on the insulin pump for a loose drive support cap. The blood glucose reading was 185 mg/dl. Nothing further was reported.